Event description:
Infection prevention - missing component maude report states, "pre-operative, a patient's abdomen hair was trimmed with surgical clippers.  During trimming, scratches were noticed to appear as a result of the surgical clippers.  Trimming stopped. Upon inspection, the disposable clipper blade was found to have missing teeth creating a jagged surface."